Manufacturer narrative:
The device was returned for evaluation. The device history record review revealed that no anomalies could be associated with the complaint incident. The complaint evaluation was verified as valid. The handpiece transducer was faulty which caused the complaint incident. UDI: (B)(4). Linked to mfg report no.: 3006697299-2019-00154.

Event description:
This is 1 of 2 reports. A distributor reported that on (B)(6) 2019, the c2602 cusa excel 36khz straight handpiece had a vibration alarm due to faulty s203300087 and was replaced with a new s203300087. There was no patient contact nor delay in surgery reported.